Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic original meter. The patient's blood glucose readings were 59 mg/dl and 234 mg/dl. Tests were taken less than 10 minutes apart. Patient did not experience any adverse events. No further information has been reported.